Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing low blood glucose level 42 mg/dl. Customer declined for troubleshooting for low blood glucose level. It was unknown if customer using auto mode on insulin pump. Device will not returned for analysis.